Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot #: (B)(4), product type: lead. Product ID: 3387s-40, lot #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-oct-2017, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-oct-2017, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient programmer (pp) was not working and they thought the antenna tip broke off in the pp. No out of box failure was reported. The caller did not have the pp with her at the time. The caller reported the patient's speech was poor and they had a difficult time walking. The caller called back and did not provide the same information as previously documented. A replacement patient programmer and antenna was sent. Additional information was received: it was reported that the caller called from the rehabilitation hospital suspected the ins stopped working. The patient just arrived in the rehab hospital after the patient was in the hospital. The reason for hospitalization was not asked. The patient could no longer stand. They were able to walk with the walker in the past 3 months. The wife suspected a broken lead. The wife also believed the ins was on. Technical services wanted to review the screens but the caller was the case manager. There were no further complications reported.